Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of leakage from port was confirmed through functional testing. Visual inspection revealed that the set's smartsite needle-free valves were oval in appearance. Previous investigations have shown that any external heat source exposure above 143.6 degrees f (62 degrees c) could potentially cause the valve to become oval in shape and contribute to leakage. The product is labeled for a maximum temperature of 125 degrees f (52 degrees c). The most likely cause of the unusual smartsite valves reshape on the returned sample is that the product was exposed to excess heat during shipping or storage. However, a definite cause for this issue could not be conclusively determined. A lot history review was done and no quality issues were identified during production build.

Event description:
The user reported a leak from the upper port when they gave a bolus from the lower port. No patient harm reported. No additional information was available.